Event description:
It was reported that, during an office follow-up, the shock impedance was less than 30 ohms. Device data has the previous shocks listed and the impedance is okay. Also, the patient recently had a vt storm with approximately twenty shocks given. Now the battery status is 11%. Technical services discussed some options. The system remains implanted. There were no adverse patient effects.